Event description:
Doctor noticed a leak of the tubing on the connector.

Manufacturer narrative:
(B)(4). Allergan has received the product; however, the device has not been identified nor has the analysis has not been completed at this time. Based upon the serial number provided by the reporter, the connector type is assumed to be a taper ii. No additional information has been reported to allergan regarding the implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage form the band, the port or the connector tubing."